Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips bent. The damages were found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The complaint regarding one side of the clips did not disengage from medium-large clip applier instrument when it was supposed to was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the medium-large clip applier instrument dropped a clip inside the patient. It is unknown if the clip was retrieved.

Event description:
It was reported that during a da vinci-assisted heller myotomy surgical procedure, customer reports, one side of the clips did not disengage from medium-large clip applier instrument when it was supposed to. The clip tuck to the side of the medium-large clip applier instrument and nearly tore the pulmonary artery. The clip fell inside the patient. It is unknown if the clip was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter does not have any additional information about the reported issue.